Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module administration set leaked. The following information was provided by the initial reporter: our oncology department has report leaking lines, this time we have the lot number 24045221.

Manufacturer narrative:
Investigation result: one 2401-0004 sample was received without packaging for investigation of pr (B)(6). With the sample, the customer also provided a note stating three lot numbers: 2404540, 24045221 (the originally reported lot) and 24045216 along with a date 03 mar 2025. Some residual fluid was present and no connecting product was available to aid the investigation. The customer reported that "our oncology department has report leaking lines, this time we have the lot number 24045221." Visual inspection of the returned sample confirmed the customer's experience as the male luer was separated at the tubing joint. Closer inspection identified some residual adhesive on the tubing. The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, their analysis confirmed that the separation is most likely to have been caused by the assembly of an incorrect male luer component onto the affected infusion set. Their analysis confirmed that the issue is likely to have occurred as a result of an inadequate segregation of the components following the manufacturing process; the segregation process is a manual procedure and is likely to have occurred due to human error. A review of the production records for lot 2404540, 24045221 and 2404521 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2401-0004 set in the past 12 months.

Event description:
It was damaged just above where the leurlock is. Please confirm how many of the products affected by this way? We observed two lines in use that is was identified on. I¿m not sure how many packet you took luke? Please confirm how the fault was identified? Saline was leaking from the line when the check prior to hanging chemotherapy was done. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Priming, no chemotherapy was running. Please confirm the exact location of the reported fault within the set? At the end near the bung that connects to the patient. Please confirm the infusion set-up, gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Was running via gravity and a slow drip, ~ 1m high, it was a patient with a peripheral cannula in the hand, there was no infusion rate or pressure. Please confirm the make and model of the connecting product(s)? ICU medical bung ref 011-mc100, braun introscan safety 22g or 24g IV catheter, please confirm if there is any visible damage on the set, such as cracks, flashes or deformation of the piston? No. Please confirm what substance was being infused during the time of the event? Normal saline 0.9%.